Event description:
Pt to or for repair of mesenteric tear near "ileocelic" junction. During anastomosis of left desending colon the dr thought the second step of firing or closing of staples did not occur. This has not occurred and the bowel was transected with resulting spillage. Irrigation and repair made. No complications.